Manufacturer narrative:
Device memory was saved to a disk and sent in for analysis. Analysis of the save to disk found no indication that any device faults or resets had occurred.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that during an atrial ablation procedure the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced three to four beats of functional non-capture while the device was in off-electrocautery mode. A save to disk planned to be sent in. To date, there have been no adverse patient effects reported.

Event description:
--